Event description:
It was reported that one day following the implant procedure, loss of capture and decreased sensing amplitudes were noted from this right atrial (ra) lead. The physician suspected the ra lead micro-dislodged from the original implant location. The following day, the ra lead was surgically repositioned to resolve the event and no additional adverse patient effects were reported.